Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) confirmed the reported low and high total areas on patient samples. The fse replaced the elution buffer filters and the syringe lg 500ul. The fse then proceeded to run precision and saw some improvement, but total areas were starting at 1200 and continued to decline. The fse then replaced the sampling needle assembly and ran precision, which was good; however, total areas would start high, but decrease over time with patient sample runs. The fse replaced the syringe sm volume 2.2 and ran precision. Precision run held total areas within 100-200 points. The fse ran patient samples, but the customer observed high total areas on a few patient samples. The fse then checked and reseated the column tubing and ran a batch of 20 patient samples two times as precision and found no high or low total areas. On (B)(6) 2018, the customer called the fse and reported that total areas were out of range again high and low. On (B)(6) 2018, the fse arrived onsite and reviewed chromatograms and confirmed that total areas were high and low, but within reportable ranges in accordance with the g8 variant analysis mode operator's; no flags were present. The customer ran 1 child patient sample with a total area of around 2300 and with dilution of 2200. The fse reran three (3) suspect patient samples with high and low total areas, which were within the reportable ranges of the g8 instrument. Each sample was run four (4) times; sample 1 total results are as follows: 1777, 1648, 1619, and 1784. The second sample was 2085, 1861, 1872, and 1807. The third sample was 1080, 1055, 1013, and 938. All total areas were within specified reportable ranges in accordance to the g8 variant analysis mode operator's. No further action was required by the fse; the g8 instrument was functioning within specifications. A 13-month complaint and service history review for similar complaints was performed on serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 3 - assay operations, states the following: area the peak area corresponds to the volume of each fraction. This is the value calculated by integrating the detector output by time. The unit is mv-s (millivolt-second). The total area, which is the sum of all individual peaks, changes depending upon the sample concentration. The acceptable range of total area is from 500 to 4000. However, optimal results are obtained in the total area range from 700 to 3000. Chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Chapter 4, screen operations, states the following regarding low area flag and high area flag: upon installation, the following flags are set: 01 < 500 1 area too low, 01 > 4000 1 area too high. Chapter 5, maintenance procedures, provides step-by-step instructions on proper column replacement. The most probable cause of the reported event was due to the column tubing needing reseating/adjustment.

Event description:
On (b)(6/) 2018, a customer reported getting low and high total areas with flags on patient samples with the g8 instrument. The customer reported that high total areas where at 6023, 6100, and 9700. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.